Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The reported symptom door no fully latched was confirmed and reproduced. Evaluation found the force required to secure the door was above expected levels causing the door not fully latched alarms. The pump was reworked to correct this condition.

Event description:
It was reported that a pump was alarming for a door will not latch. There was no pt involvement or medical intervention.